Event description:
Severe itching and believed there was a blister that had formed. Called support line, was told that if it was too severe to continue monitoring, to remove monitor. Opted to do, could not remove all of the adhesive without severe scrubbing on already raw skin. Approximately 3 blisters per electrode site. Skin is raw, bruised, blistered, and it hurts to wear a shirt or bra. FDA safety report ID # (B)(4).